Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they were having trouble because the ¿device wiring moved¿ and their fingers went numb. It was further reported the device wouldn't turn off.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977c290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient had a paddle lead put in a retrograde position in the cervical area at about the c1/c2 vertebrae about six months prior to (B)(6) 2016. The patient had a good trial response with the lead placed at the c4/c5 vertebrae. It was unknown why the first surgeon placed the paddle lead so high. On (B)(6) 2016 they did a revision with a new surgeon where they removed the paddle lead and inserted a new percutaneous lead. Approximately two months later, the percutaneous lead migrated. They repositioned that lead and also inserted a second percutaneous lead. On (B)(6) 2016, the patient began having electrical shocks all over her body and her legs, chest, and fingers felt numb. The hcp indicated that the patient had lhermitte¿s symptoms based on what the patient was reporting to the rep and hcp. The patient was diagnosed with reflex sympathetic dystrophy (rsd) in the right thumb, wr ist, and arm which was the reason for the stimulation system. The patient turned stimulation off on (B)(6) 2016, but her fingers being numb and the feeling of stimulation all over her body was still present with therapy turned off. The hcp and rep spoke with the patient on the night of (B)(6) 2016 and encouraged her to go to the hospital. The patient stated that she could wait until morning, but later in the night called the ambulance to take her to the hospital. X-rays were taken and showed that the lead migrated slightly but was still in the posterior space. The rep didn¿t know which lead migrated. The component was not twisted or coiled. No trauma/falls were reported that could have been related to the issue. There were no unrelated medical procedures. The plan moving forward in the emergency room was surgery for the patient to reposition and possibly replace one of the leads. The rep was to know more once they got into surgery. The patient was in a lot of pain. It was unknown if the overall body shocking was due to rsd, the lead migration, or something else. Additional information was received from the rep. It was reported that all impedance values were within normal range. X-rays were provided showing the images of the last position and (B)(6) 2016 position where the lead inserted retrograde had moved down slightly. Additional information was received from the rep. They ended up removing the retrograde lead that was migrating. The patient¿s programs were all using the other lead. The patient now had just one percutaneous lead implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.